Event description:
When (B)(6) 84 male was treated with hamilton-c1, respiratory acidosis needed to be corrected, and the tightness test is not pass before use. This event could delay the treatment of critical patients, or even lead to death. The patient was immediately transferred to the ICU ventilator ( another c1 ) for treatment, no adverse consequences to the patient.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction 'tightness test failure' due to a loose screw joint can lead to a delay in the therapy since the ventilator cannot be used. A new ventilator needs to be prepared. Based on the available information, a root-cause analysis is not possible. Most likely this issue is a result of the obstruction valve not being completely sealed. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared to be used for treatment or diagnosis (preop check). There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.

Event description:
When (B)(6) 84 male was treated with hamilton-c1, respiratory acidosis needed to be corrected, and the tightness test is not pass before use. This event could delay the treatment of critical patients, or even lead to death. The patient was immediately transferred to the ICU ventilator ( another c1 ) for treatment, no adverse consequences to the patient.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside us. Report reference (B)(4). The hospital's report says: "when 84 male was treated with hamilton-c1, respiratory acidosis needed to be corrected, and the tightness test is not pass before use. This event could delay the treatment of critical patients, or even lead to death. The patient was immediately transferred to the ICU ventilator ( another c1 ) for treatment,no adverse consequences to the patient." The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur. Therefore, the event has been deemed to be a reportable event